Event description:
It was reported that the right atrial lead was not sensing p waves and had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : (B)(4) heart ring (B)(6) 1997; 4024 implantable pacing lead (B)(6) 1997. (B)(4).